Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a hand procedure on (B)(6) 2020, the drill bit broke into 3 pieces; one piece went into the surgeon¿s upper arm. No fragments entered the patient. Procedure was completed successfully with a delay of a few minutes. Patient was okay. Device fragment was removed from surgeon¿s arm. Concomitant devices: power tool (part: unknown, lot: unknown, quantity: 1). This report is for a 1.5mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that the part is broken in three pieces, this thus confirming the complaint description. In addition, it¿s clearly visible that drill got bent before it broke. Document/specification review: drawings and revisions are in accordance to DHR of production lot f-24688. All relevant features are defined on the used drawing revisions of DHR of production lot f-24688. The article was manufactured in november 2008, and delivered to the warehouse with no abnormalities or deviations which could lead to the complaint failure. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Summary: based on complaint description reported from surgeon ¿the drill bit broke into 3 pieces and one piece went into the surgeons upper arm. This happened outside the patient¿, and as well from the visual inspection, we have to assume that the damage resulted most likely, from too much rpm outside of the drill sleeve. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part number: 310.507, lot number: f-24688, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 15. Nov. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.